Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 5. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested and passed. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI unavailable. The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after a year, a certas plus valve with siphonguard could not be programmed and was occluded. Revision surgery was performed and the patient was recovering. The valve will be returned.